Event description:
On (B)(6) 2012 it was reported that the patient experienced a loss of therapeutic effect, relief from the device, and stimulation. The patient's active program was set to 0.0 amp. The patient was looking for help with the icons on her patient programmer (pp). Each time the patient pushed the therapy-on button she saw the pp's "poor communication" icon. The pp showed that stimulation was turned off. The patient was unable to make an adjustment using the pp with or without the use of the antenna. The patient planned to change the batteries and call again. Additional information was received the same day that reported the patient was not receiving therapeutic effect, only feeling "a little stimulation" and has been up 4-5 times a night. It was determined that the patient's implantable neurostimulator (ins) was turned off. After turning it on, changing her program from 1 to 2 and increasing the amplitude of the stimulation from 1.2 to 1.4, the patient could feel stimulation. In a letter received on (B)(6) 2012, it was reported that the patient was still having concerns with her ins and therapy but was working with the manufacturer representative. The patient was still going to the bathroom 4 times a night every 2 hours and was "very tired." Additional information received on (B)(6) 2012 reported that the patient had no improvements in symptoms and that she never had therapeutic effect. The patient had not been to her physician in a long time and had only tried two stimulation programs. Additional information received on (B)(6) 2012 indicated that the patient was not satisfied with the ins since the implant. It was noted that the patient had eye surgery recent to the report. The patient was using the bathroom every 2 hours/4-5 times a night and was "drenched." The patient had stimulation amplification turned up but "the pulsation was too high." Programs 1 and 2 did not work on her pp. It was also reported that the patient's ins implant location (hip area) was tender and that the device had "fallen." The patient had to be careful when she sat in her car because of possible device migration. The patient had not tried programs 3 and 4. It was reported that at one time after changing the programs, the patient was able to increase the time between bathroom visits to 3.5 hours; the time then went back to every 2 hours. Patient did not know when it exactly happened. Additional follow-up information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v159096, implanted: (B)(6) 2011-03-04. Product type: lead: product ID: 3037, serial#: (B)(4). Product type: programmer, patient. (B)(4).